Event description:
A report was received that the patient¿s lead was surfacing, the lead was protruding and there was an actual break on the patient¿s skin. The patient underwent an explant procedure.

Event description:
A report was received that the patient¿s lead was surfacing, the lead was protruding and there was an actual break on the patient¿s skin. The patient underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient was not on antibiotics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-50, serial/lot #: (B)(4), description: linear 3-4 lead, 50cm. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.